Manufacturer narrative:
(B)(4). Date sent: 12/29/2023. Additional information was requested, and the following was obtained: account: (B)(6). Event date: december 4, 2023. Product code: cdh29b. Functional product family: circular mech std 29mm. Lot number: 468c54. Did surgery delay due to reported event? Yes, for about 60 minutes since it was necessary to do the anastomosis again with a new device. Was the procedure successfully completed? The procedure was successfully completed. Were fragments generated? Yes. Were they easily removed without further intervention? They were removed in the following anastomosis. Patient status/outcome/consequences: stable. Were any other medical intervention required (e.g. X-rays, additional procedures, prescriptions, over-the-counter drugs, etc.)? Review): revision and prolonged hospitalization. 1. Could you clarify if there were any consequences for the patient? None. 2. Could you clarify whether there was any change in the patient's postoperative care as a result of the event? No. Help us with the following information from the source/person providing follow-up responses (not the person transmitting/sending responses to loc or chu): name: (B)(6). Title (speciality/occupation): coloproctologyst of (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: número de denuncia: (B)(4). Cuenta: (B)(6). Fecha del evento: (B)(6) 2023. Código de producto: cdh29b. Familia funcional del producto: circular mech std 29mm. Número de lote: 468c54. Se retrasó la cirugía debido al evento reportado? Si alrededor de 60 minutos ya que fue necesario volver a realizar la anastomosis con un nuevo dispositivo. Se completó con éxito el procedimiento? Procedimiento completado con éxito. Se generaron fragmentos? Si. En caso afirmativo, se eliminaron fácilmente sin intervención adicional? Se eliminaron con la siguiente anastomosis. Estado del paciente/resultado/consecuencias:, estable. Se requirió otra intervención médica (por ejemplo, radiografías, procedimientos adicionales, recetas, medicamentos sin receta, revisión): revisión y estancia hospitalaria prolongada. El paciente forma parte de un estudio clínico: no. Propiedad del dispositivo de: se envio con la representante para ser analisado por ustedes. Dispositivo en posesión de: enviado a global. Información adicional solicitada: 1.podría aclarar si hubo alguna consecuencia para el paciente? Ninguna. 2.podría aclarar si hubo algún cambio en los cuidados postoperatorios del paciente como consecuencia del evento? No. Ayúdenos con la siguiente información de la fuente/persona que proporciona respuestas al seguimiento (no la persona que transmite/envía respuestas a loc o chu): nombre: (B)(6). Título (especialidad/ocupación): (B)(6). Asked for translation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colorectal anastomosis dehiscence was evidenced in 50% of the posterior face of the anastomosis.